Manufacturer narrative:
Concomitant products: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1997, product type: catheter. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. The patient's history included "stenosis, lower level where catheter is at" and he had a heart attack a year ago. Per manufacturer's report # 6000030-2006-00972, the patient's symptoms returned slightly in 2003. At the (B)(6) 2004 visit, the patient was reported to have escalation of alternating withdrawal symptoms and periods of heavy sedation. The patient had been using supplemental lortab during the periods of "supposed less med". The patient's condition was stable. He was "considering possible back surgery that may cut catheter and replacement would then be required". On (B)(6) 2006, the patient reported that he had been having problems with the pump for the last two years. Anywhere from 3-7 days the patient was getting a big dose of medicine. It wasn't related to refills. The patient reported that he was "getting overdose", itching", "urination" and sleeplessness. It happened every week. When he got this way, he couldn't drive. The catheter had been checked and diagnostic testing was done. The pain clinic didn't know what to do and no one felt a sense of emergency. Per the patient, when the pump was working, it was great. The patient believed his next appointment was a month away. On (B)(6) 2015 it was reported that the patient felt like he was being overdosed and underdosed when he had the pump.